Event description:
The patient was implanted with a left ventricular assist device. Approximately 2.5 years post-implant, the patient noticed a small tear in the black power lead of the system controller. A few hours later, he observed smoke coming from the affected area. The patient disconnected himself from the system controller and called emergency services. The ambulance arrived 10 minutes later and connected the patient to the backup system controller. The patient did not report this information to the implanting clinic; however, during a routine visit, the patient mentioned the event and that it had occurred approximately three weeks prior.

Manufacturer narrative:
The system controller was returned to the manufacturer for analysis and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.